Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# (B)(6) product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported that they wanted a new controller as it shut off while they were charging. The patient was seeing the settings not available message. The patient tried lowering the settings so they weren't feeling the vibrating so much but it did not seem to work. The patient noticed that the position on the controller did not match what she was in. The patient was reprogrammed and noted it seem to be working but the controller was still shutting itself off.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the controller is not working right. Patient stated they just talked with rep and rep confirmed with her that the controller will go blank occasionally which pt stated "shouldn't be a thing in the first place". Patient clarified that in (B)(6) 2024 the controller screen went totally blank and would not turn on or respond to anything while recharging the ins patient stated they had to take the li battery out to reset the controller the first time it happened patient stated everything with her programming was all messed up and they did not know what happened - pt stated it did not feel like they were in the standing position or laying down and they could not get it to stop the vibrations. Pss reviewed this is not related to pt external equipment. Agent asked if patient saw the representative to correct the programming issue and patient stated that they did see the representative and they set it up with all her new programs patient stated when they went to charge the last time they charged it had a message screen but they didn't catch the message in time. Patient added that since the rep programmed the ins she is having to charge the ins more but rep told pt that would be expected. Agent reviewed that pt equipment is working like it should and to continue to monitor and reset the controller as needed.